Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the cds was returned and investigated. The reported mechanical jam resulting in difficulty removing the gripper line could not be confirmed, as the gripper line removability was established during device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam resulting in difficulty removing the gripper line could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the failure to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and leaflets were grasped. The gripper line removability was tested, but the line could not be retracted at all; therefore, the cds was removed and replaced. Two clips were implanted, reducing the mr to 1-2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.